Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as some pain beneath their breast. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse adjusted the garment for the irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.